Event description:
Additional information received indicates that surgical intervention took place on (B) (6)2024 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient started experiencing charging problem since (B)(6) 2023. Replacement charging system did not resolve the issue. Eventually, the patient lost therapy in (B)(6) 2023 due to ipg being inoperable. The ipg no longer communicates with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue. Exact date of implant is unknown. The ipg was implanted in between (B)(6) 2023.